Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was too strong when the patient turned their program up to 4v. It was noted that the patient had an overactive and stress bladder and was still having problems with coughing and sneezing.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v738951, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown. No surgical interventions or hospitalization was required for the event and the patient outcome was reported as no injury.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient was getting zapped/jolted when she left (B)(6). When the patient was out shopping a while ago - going in and out of a lot of stores - her device shut off. The patient noted a loss of therapeutic effect. The patient's symptoms got better for the 1st 6-8 months but had since returned. The patient's symptoms were mostly at night but also during the day. The patient was having to wear depends and didn't have control of her bladder. The physician mentioned she might have to cath at night. The patient was on program 2 at 1.4v stim was adjusted up to 1.9v. The patient felt comfortable stim in the bicycle seat area. Other medical information noted: the patient had a partial hysterectomy in sept and they thought there was something on her bladder. The physician checked what was on her bladder in (B)(6) and it was nothing. In (B)(6) the patient had an allergic reaction to medications. After the patient's fiancee died of cancer the patient's diabetes went haywire; this started at the end of (B)(6). Her diabetes got back under control mid february. If additional information is received, a follow up report will be sent